Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2014; 694765 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change exposed insulation from the left ventricular (lv) lead was noted. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event.